Manufacturer narrative:
(B)(4). Investigation summary: this is a purchased product from an approved supplier. A review of the finished good DHR concluded that the device passed all inspections and left zimmer control as a conforming device. Visual examination of the product could not be performed as there was no product returned for this complaint. This reported event could not be confirmed as there was no product returned. With the information provided, the root cause cannot be determined as it is unknown what condition the product was in.

Event description:
During the kit inspection, a "hair like thing" was included into the inner package. No adverse events have been reported as a result of the malfunction.